Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking. The following information was received by the initial reporter with the verbatim: blood loss from smartsite. During use. Detected presence of blood in the defluxer with consequent of accident output of blood from smartsite valve. Actions taken: replacement of the defluid by summary of the chemotherapy for both patients.

Manufacturer narrative:
(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
Additional information: customer phone number. Investigation results: one sample was received for investigation of pr (B)(4), in which the customer has stated: " blood loss from smartsite." The customer originally stated that the affected product was a 72953b; however, this product does not include a smartsite in its component configuration. The customer also reported the lot number to be 1026902. This lot number corresponds to the 72504eb product, which does include a smartsite, and also matches the product received for investigation. The sample was received with fluid present throughout the line. Examination of the returned sample confirmed the customer's experience as leakage was observed from the smartsite component. Upon closer inspection it was noted that the female luer adaptor (fla) was oval in shape (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1026902 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head (appendix 2). Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing processes at the manufacturing site. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g., during storage or transit).

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.